Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the prime test passed. The customer's doctor requested that the customer receive additional training on the insulin pump, so the customer was put in contact with an insulin pump trainer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.